Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they had lost their glucometer and was entering readings manually. Customer stated they had a low blood glucose of 40 mg/dl which they had treated. Customer declined troubleshooting for the low blood glucose as they were at work at the time of the call. Customer did state they treated the low with the insulin pump. Customer was also having issues with sensor reading were not available. Troubleshooting was performed for the sensor and customer was advised to monitor. The insulin pump is not returning for analysis.